Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The device was unable to perform the idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, priming test, no delivery test, displacement test due to blank display. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 72 mg/dl. Customer treated their low blood glucose with juice. Troubleshooting for blank display was performed. Customer advised they pulled out the insulin pump from their pocket and realized it was blank. Customer replaced the insulin pump with a new battery and the display returned. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.